Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
A consumer reported that a philips one power toothbrush caught fire and melted the charger. No injury or property damage was reported.